Event description:
The pt reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od) in 2008. The pt has been experiencing rings of light occasionally at night. The facility reported at the last post-op visit tens days later, the pt did not indicate she was having a problem with halos. The pt's pupils are 5.0mm and the bcva was 20/20. The icl remains implanted.

Manufacturer narrative:
Evaluation: results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.